Event description:
Boston scientific received information that this right ventricular (rv) dextrus lead was exhibiting loss of capture and undersensing. Fluoroscopy revealed the lead appeared to have pulled back with the helix extended. A revision procedure was performed and the lead was successfully repositioned. All measurements were within normal limits. No adverse pt effects were reported. The lead remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.